Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the circular stapler was assembled correctly, and the display lit up guaranteeing the functionality of the battery. When the device was fired, with the dot height indicator within the green range, the stapler did not work. The battery was removed and replaced to detect a false battery contact, but the stapler did not fire. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2020 d4: batch # t5e966 device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present and there were staples present indicating that it was never fired. Upon disassembly, the flex circuit was found to have cracks and intermittent continuity, confirming the experience that the device would not fire. No conclusion could be reached on what caused the flex circuit damaged noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.